Event description:
Procedure type: nephrectomy. According to the reporter: pt with three renal arteries. Bleeding occurred following third staple fired from the arterial stump coming off the aorta. The procedure was converted to an open procedure, and bleeding was controlled via sutures. There was injury to the renal artery from the stapler force. The pt required blood transfusions. Hypoperfusion to kidney removed for transplant. There was damage to upper pole kidney. There was no unanticipated tissue loss. There was bleeding reported in excess of 2200cc. The case was extended by more than 1.5 hours. Pt required thrombectomy.

Manufacturer narrative:
(B)(4).